Event description:
It was reported that the pt experienced an overdose with respiratory depression approximately 30 mins following a refill session. Some swelling was noted over the pump. The pt was admitted to the hosp. Correct programming had not been confirmed. Additional info received reported that the cause of the symptoms could not be determined. The programming was reviewed and looked fine. No pt treatment or outcome was reported. The pump contained morphine at the time of the event. Additional info has been requested, but was not available as of the date of this report.